Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal medication via an implanted pump system. The pump was removed because their healthcare provider (hcp) reportedly "messed it up". The device kept moving around. Every time the patient had an injection it was turned, and they had to keep turning it around which was painful. One day when the patient was at their hcp's office, they were told that they had meningitis and they were going to die. They were then told that they did not have it, but she stayed in the hospital because it kept being so painful. When the pump was removed, it was "all disconnected". The catheter was in knot, and it was not even connected to the pump. Relevant information was requested.